Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4,e3,h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had an issue with dispensing the medications. The technical support specialist remoted into the station and found that the zone for srm was not pre-selected. The zone was selected to resolve the issue. There is no additional information available from the customer. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medbank system had an issue with dispensing the medications. The customer stated that both racepinephrine unit and succinylcholine vial in the srm unit and when selected under patient they are unable to see the issue button. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an issue with dispensing the medications. The customer support specialist remoted into the station and found that zone for srm was not pre-selected. The zone was selected to resolve the issue. There is no additional information available from customer. The system functioned as intended after the customer support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system had an issue with dispensing the medications. The customer stated that both racepinephrine unit and succinylcholine vial in the srm unit and when selected under patient they are unable to see the issue button. There were no adverse events or injuries reported based on this event.